Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, with the reading not exceeding 500 mg/dl. Caller could not provide the pump's serial number as it was not operable and they could not remove the case themselves. It was noted that the pump was still under warranty, and cts arranged for a replacement pump. Caller declined to respond about backup insulin therapy and requested to speak to a supervisor, leading to a warm transfer to csa.